Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. The customer did not specify whether their blood glucose level exceeded the normal threshold. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they understood.